Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an inappropriate shock due to the cardiac resynchronization therapy defibrillator (crt-d) detecting electromagnetic interference (emi) during an ablation procedure. It was revealed that the ventricular tachycardia (vt) - induced during the ablation procedure - caused therapy delivery because the device had not been deactivated. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.